Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. Evaluation summary: only the stent implant, protective sheath and stylet were returned; therefore confirming the reported stent dislodgement. It should be noted that the instructions for use states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to lesion in the saphenous vein graft to the obtuse marginal. When the rx vision 4.0 x 28 mm coronary stent system was advanced in the patient, it was noticed under fluoroscopy that the stent had come off the balloon. The stent could not be visualized in the patient and was later found in the trash. It was determined that the stent had come off the balloon when the protective sheath was removed. The stent system was not inspected prior to entering the patient to ensure the stent was on the balloon. The procedure was completed by deploying three additional rx vision stents. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.